Event description:
Pt underwent medial left knee hemiarthroplasty in 2003. Pt complained of pain and subsequent x-rays indicate valgus deformity. User facility report also states, "pt is overstuffed on the medial side with a hemiarthroplasty." Revision procedure performed 2004 to replace tibial components.